Event description:
It was reported that the patient's device was attempted to be interrogated but could not be read at all. It is noted that the patient's generator is in the armpit area, and that the patient is plump, so these may be contributing factors, but physicians later determined that generator malfunction could not be ruled out. The patient was later reportedly experiencing an increase in seizures. Replacement surgery has been scheduled. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. Internal data was received and reviewed. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later, product analysis of the generator was completed. The failure to interrogate seemed to be due to the absence of a transmission signal generated by the microcontroller. However, it could not be proven that the microcontroller was the cause of the failure. No other relevant information has been received to date.

Manufacturer narrative:
D9. Date device returned to manufacturer; corrected information, per internal guidance received date is to be updated to 12/1/2025 (as this is when the device was received into the product analysis lab).

Event description:
Later, it was reported that the generator was received into the product analysis lab. The product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
It was further reported that the patient underwent surgery. The day before the scheduled surgery, they tried to check the generator in question about 20 times using the programming system, but the generator was unable to communicate (the generator icon on the wand never flashed). Communication was unsuccessful, including after changing the angle of the wand. Therefore, the replacement was started without being able to turn the generator off. After taking the generator out from the left chest and leaving the leads connected, interrogation was attempted multiple times with the wand at the closest distance, but there was still no response. (The generator icon on the wand did not flash at all). As a result, the generator was replaced. The lead was connected to the new generator and interrogation, and system diagnostics were able to be performed. Per the physicians, the device was probably implanted over an inch in depth. The surgeon placed the device under the fascia through an incision in her armpit to avoid a noticeable scar. However, since communication had succeeded in the past, physicians do not believe there was any particular problem in the implant depth. They do not suspect electromagnetic interference. Although the patient's parents said that seizures seemed to be increasing at the appointment on (B)(6) 2025, physicians state it is difficult to say exactly when this started as the size of sample days is too small (from the check on (B)(6) 2025), and that epileptic seizures themselves fluctuate depending on the climate and living conditions. Per the physicians, it is difficult to determine if the seizures were at, below, or above pre-vns. The suspect device has been received and is currently undergoing product analysis.